Event description:
It was reported that there was a high impedance alert that spiked on the patient's left ventricular (lv) lead. Since then, the lv thresholds were high and unable to measure. Follow-up was performed and it was found that the patient had fallen to their knees on the day of the elevated threshold change and a friend helped the patient up by pulling on their left arm. It is believed that the lv lead may have experienced a micro-dislodgement, however, an x-ray was performed and the lead was shown to be ok, with no issues. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).